Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of over 600 mg/dl. The customer stated that they woke up feeling thirsty and kept vomiting. The customer stated they had past issues regarding no delivery alarms on their insulin pump. The customer declined troubleshooting at the time of the call. The customer was sent replacement supplies.